Event description:
The patient reported that he received shocks, and stated that he received a "bad lead". The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. Further information was received via a technical services call that there was an impedance increase and fluctuating impedance, and that the high voltage coil integrity was suspect. The entire lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. The patient reported that he received shocks, and stated that he received a "bad lead". The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. Further information was received via a technical services call that there was an impedance increase and fluctuating impedance, and that the high voltage coil integrity was suspect. The entire lead was replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of shock, inappropriate.